Manufacturer narrative:
The reported event could be confirmed since the screw was found broken and stuck in the extractor. The device inspection revealed the following: the unknown screw is broken and cannot be removed from the extractor. The other half of the screw was not returned. It was most likely broken during its extraction and got jammed. Despite being returned for evaluation, the unknown screw cannot be removed from the extractor because a removal is only with destructive forces possible and this would also damage the screw head with a potential laser marking head. In addition, large amounts of organic residues are visible in the gaps, which would lead to contamination of the tools and machines. In this regard, it is not possible to know if the screw is a stryker product ¿ and if so, which specific screw. In addition, it has been reported that the sales representative "has been unable to find out which implant had to be removed". The unidentified stuck screw appears to be extremely worn out. The fracture surface looks dull and fibrous, and the screw and threads are deformed. Due to these observations, the breakage pattern looks like a ductile fracture. This may have been caused by an excessive force applied to the screw during its removal, causing permanent distortion and subsequent fracture. Based on investigation, the root cause was attributed to a user related issue. The event was probably caused by an excessive force applied to the screw during its removal. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling was not possible because the catalog number and lot number were not communicated. Indications of material, manufacturing, or design related problems were unable to be identified as the catalog number and lot number were not communicated. If more information is provided, the case will be reassessed.

Event description:
As reported : '' a broken screw was found in the returned conical extractor. Based on the available information it is not possible to track down the returned screw to a potentially used system, it is even unknown if the screw is a stryker device. There is no indication about the used system in the provided information, even the body region where the scew was used is unknown.''

Manufacturer narrative:
The reported event could be confirmed since the screw was found broken and stuck in the extractor. The device inspection revealed the following: the unknown screw is broken and cannot be removed from the extractor. The other half of the screw was not returned. It was most likely broken during its extraction and got jammed. Despite being returned for evaluation, the unknown screw cannot be removed from the extractor because a removal is only with destructive forces possible and this would also damage the screw head with a potential laser marking head. In addition, large amounts of organic residues are visible in the gaps, which would lead to contamination of the tools and machines. In this regard, it is not possible to know if the screw is a stryker product ¿ and if so, which specific screw. In addition, it has been reported that the sales representative "has been unable to find out which implant had to be removed". The unidentified stuck screw appears to be extremely worn out. The fracture surface looks dull and fibrous, and the screw and threads are deformed. Due to these observations, the breakage pattern looks like a ductile fracture. This may have been caused by an excessive force applied to the screw during its removal, causing permanent distortion and subsequent fracture. Based on investigation, the root cause was attributed to a user related issue. The event was probably caused by an excessive force applied to the screw during its removal. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling was not possible because the catalog number and lot number were not communicated. Indications of material, manufacturing, or design related problems were unable to be identified as the catalog number and lot number were not communicated. If more information is provided, the case will be reassessed.

Event description:
As reported : '' a broken screw was found in the returned conical extractor. Based on the available information it is not possible to track down the returned screw to a potentially used system, it is even unknown if the screw is a stryker device. There is no indication about the used system in the provided information, even the body region where the scew was used is unknown.''